Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation no problem was detected. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cystonephrofiberscope exhibited a rubber removed. There was no patient involvement.